Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with radio frequency interrogation failure from their implantable cardioverter defibrillator on (B)(6) 2020. The issue resolved itself on (B)(6) 2020 during a follow-up in clinic and a successful device check was performed. An alert from the system stated that the issue actually began on 4 mar 2020. Patient condition was stable after the event.